Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (afib) an intellanav mifi open-irrigated catheter was selected for use. During ablation the maestro 4000 generator displayed the alarm d05 excessive temperature. It was observed that the luer lock section of the catheter was fractured and leaking fluid. A metriq pump was in use at the time and the flow rate was 17ml/min. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (afib) an intellanav mifi open-irrigated catheter was selected for use. During ablation the maestro 4000 generator displayed the alarm d05 excessive temperature. It was observed that the luer lock section of the catheter was fractured and leaking fluid. A metriq pump was in use at the time and the flow rate was 17ml/min. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.